Event description:
A malfunction was reported with a code displayed on the device. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided reset information and assisted in resetting the pump, which resolved the issue without recurrence.